Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Manufacturer narrative:
Our reference number: (B)(4). The information provided in the complaint and also confirmed via the preliminary investigation confirms that this event was not a reportable malfunction, but rather a serious injury event. The information was updated accordingly, investigation results will be provided upon completion.

Event description:
It was reported that during thr procedure impactor broke during impaction of cup while it was inside the patient. No delays reported. The procedure was finished with the same device.

Event description:
It was reported that during the procedure impactor broke during the impaction of cup. No delay reported. The procedure was finished with the same device. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.